Event description:
It was reported that apt underwent a sling procedure in the "u" positon in 2007. During the first pass of one introducer, the bladder was perforated. The surgeon successfully completed the procedure with a different type of sling device using an obturator approach.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.